Event description:
It was reported that this implantable pacemaker was suspected of premature battery depletion (pbd). Boston scientific technical services (ts) discussed that the device was showing normal battery consumption. Also, the longevity dropped from 1.5 years to end of life (eol). Data analysis was requested. This device was explanted and replaced. This device will not be returned for analysis due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.